Manufacturer narrative:
Evaluation summary: stent has moved distally and it partly covers distal marker band. Proximal first and second stent segments were raised and damaged. The distal tip was slightly frayed. (B)(4). Evaluation results: root cause of delivery difficulties and damage to the stent is undetermined, stent deformation, failure to deliver the stent and dissection. Conclusion: no conclusion can be drawn. Root cause of delivery difficulties and damage to the stent is undetermined.

Event description:
The physician was attempting to implant 4.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting to treat a lesion in a pt exhibiting 93% stenosis in the proximal lad. It was reported that there was a previously deployed stent proximal to the target lesion. The lesion was pre-dilated prior to the attempted delivery of the stent . Resistance was encountered delivering the stent across the target lesion and following a second attempt to deliver the stent a dissection developed proximal to the target lesion. It was reported that the stent was inspected prior to use with no issues noted. It was also reported that the pt was fine after the event.